Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited undersensing and decreased ventricular sensing. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited decreased ventricular sensing. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Correction: b5 ¿ previous report should not mention undersensing.